Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their reservoir was leaking insulin. Customer stated they pulled too hard while removing the reservoir. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.